Event description:
#Medwatcher #(B)(4). About 2-3 months after my procedure, I started having really painful cramps, body aches, muscle pain, sharp pain in my legs and shoulders and neck, and hips. My skin started getting welts all over at the smallest touch, including my face. I have a serious nickel allergy and didn't find out until years later that the pressure had nickel in it. A year after having the procedure I was diagnosed with fibromyalgia after countless tests and blood work and exams. This was done in (B)(6) of 2008. I recently had a total abdominal hysterectomy due to fibroids, an overly enlarged uterus, excess bleeding during and between periods, painful intercourse. My current gynecologist says I was never a candidate for pressure due to my previous problems during my last pregnancy. And that the doctor who did it should not have.